Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside of the transfer set for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed and a hair was found outside the fluid path. Leak testing, clear passage test, and clamp function testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.